Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 2.00mm x 15mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 14mm longitudinal tear along the length of the balloon. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.